Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a manufacturing/ labeling defect was not identified, the root/ probable cause of the complaint was not found to be related to device labeling/ design, and the complaint trending limits were not crossed. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the single use fiber had the glass tip come off. The event occurred during a bladder stones removal procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.